Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer awoke to find the ilet pump¿s screen broken without a known cause, and a replacement pump and belt clip were arranged. Symptoms included no reported impact to blood glucose. Outcomes included continued use of dexcom cgm as normal and planned replacement of the device. Investigation included collection of event details, confirmation of shipping and return processes, and instructions to sync data, shut down the device, and return the original unit. Investigation of this device revealed a damaged display consistent with external physical damage to the pump¿s screen, with no associated alerts or alarms and no effect on glycemic status. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage of undetermined origin.